Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that housing fan 1 and fan 2 were defective. The technician confirmed that there were no dust present on the fans as the unit just came back from a system restore. No harm to any person has been reported. The failure occurred during start up, prior to use. Complaint ID # (B)(4).

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that housing fan 1 and fan 2 were defective. The technician confirmed that there were no dust present on the fans, as the unit just came back from a system restore. The failure occurred during start up, prior to use. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 24. The failure could not be reproduced in the repair depot. The housing fan 1 and 2 were replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿housing fan 1 defective¿ and ¿housing fan 2 defective¿ could not be confirmed on date of event, 2024-01-09. No root cause could be determined as the repair depot could not replicate the failure. However, according to the life cycle engineering, the investigator could narrow down the reported failure most probably to a blockage of both fans or fans disconnection. The cardiohelp system has several fans to ensure a proper cooling even if one fan malfunctions. In the cardiohelp instruction for use (IFU), (chapter 2.2.1 "general risks in the use of heart-lung support systems") it is stated that the ventilation openings must be checked before every use that they are not covered. In case of a defective fan, a visual and acoustic low priority alarm is generated. A separate alarm is generated if the internal temperature is too high. The ¿housing fan defective¿ error message is a low priority alarm. According to the IFU, chapter 9.3 ¿physiological alarm¿, a low priority alarm is a physiological alarm conditions which lead to a warning or an alarm without intervention. A low priority alarm allows the user to continue treatment without immediate intervention. According to the IFU, chapter 9.4.3 ¿low priority¿, a cardiohelp with a defective fan should be replaced as quickly as possible. The review of the non-conformities has been performed on 2024 (B)(6) for the period of 2021 (B)(6) to 2024 (B)(6). It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-11-22. Based on the results the reported failure " housing fan 1 and fan 2 were defective" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023 (B)(6) to 2024 (B)(6). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.